Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2008 and that a subsequent revision procedure occurred on (B)(6) 2011. Details regarding the reason for the revision procedure were not provided; however, additional information obtained indicates that the modular head was exchanged during the revision procedure. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The user facility was notified of the event on (B)(6) 2011. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.